Manufacturer narrative:
Patient city: (B)(4). Patient country: israel. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel, it was reported on 19-jul-2024 that the patient had an issue with hypoglycemia. The reasons for hospitalization were low blood glucose and diabetic ketoacidosis. The nature of treatment is patient also visited the emergency room. The length of hospitalization was 1 day. No further information available.